Manufacturer narrative:
Correction entered in d2 section: common device name. This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Arjohuntleigh received a customer complaint where it was indicated that during the patient's toilet process, one of the clip sling attached to the spreader bar of ceiling lift cracked. At the time of the incident, the resident was assisted by caregiver staff who prevented resident from falling. No injury was reported as consequence. An investigation was carried out into this complaint. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip broken). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. It has been established that the ceiling lift device and the clip sling was being used for patient handling at the time of the event and in that way contributed to the outcome of the event. Although the focus of the complaint was on the sling, no malfunctions were reported regarding the lift. During our investigation current design type of clips was found damaged and the label was found unreadable. Therefore, the sling and the lift which work together as a system were found to not have been to specification. The maximum safe working load (swl) for the sling involved is 272 kg. From previous reports conducted we learn that the maximum load on each clip is 34% of the weight in the sling. Swl 272kg * 34% = 93kg. Additionaly, from test results, we found that the current design type of clips were still performing over the pull strength capacity needed for safe use - still hold more than 450 kg of pull on one clip (where typically the weight of the person being transferred is partitioned over four clips). Therefore, we can assume that the black "zig-zag" clips in the sling can still take more than four times the weight that is likely to come on them during on-label use. From these findings we conclude that the damage to the clip is not likely to have occurred during or due to on-label use. All clips outperform their specification, except when damaged. According to information received we can clearly see that the clip broke from left to right ; this occurs when a clip is bent in e.g. A washing press, with enormous force, while the top and bottom of the clip are pushed on. The cause of the failure lies in the initiation by surface damage caused by improper use. The force needed could come from a steam powered washing press, or similar, combined or followed with a sharp blow of mechanical force. Following the instruction for use currently used (IFU 04.st.00) for toilet sling: "do not use (...) Tumble dry, any mechanical pressure, pressing or rolling, (...) Use autoclave, dry clean, steam, ironing" "the caregiver shall inspect the sling before and after every use. The complete sling should be checked for all deviations listed. If any of these deviations are visible, replace sling immediately: frying, loose stitvching, tears, holes, discolouration or strains from bleaching, sling soiled or stained, label unreadable or damaged. " additionally, it should be pointed out that only combinations of size and sling's model number with spreader bars listed in sling IFU are allowed. The sling IFU warns users: "to avoid injury always follow the allowed combinations listed in IFU. No other combinations are allowed" after this review, we can state the complaint outcome of a damaged clip, is not likely to happen when following the device labelling or the IFU. Therefore, we find it likely that the clip broke due to suffering stress that is not likely to be encountered during on-label use. Our conclusion is that the damage took place outside of on-label use. This constitutes a use error. Note that the customer was visited and interviewed by a local arjohuntleigh representative. Arjohuntleigh suggests to remind the person involved of the device labelling, with special attention to check the sling before each transfer and correct washing procedure as well as allowed combinations of spreader bars with slings. We find this complaint to be reportable to the competent authorities.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
It was reported that after toileting, a resident was hooked up to a sling which was attached to a ceiling lift. When the resident was over te toilet bowl, one of the plastic clip which hooks on to the lift cracked into two pieces. Resident was supported by staff. No injury occurred.